Event description:
It was reported that on (B)(6) 2026, a 14f amplatzer amulet delivery sheath was selected for use during a procedure. The cardiologist attempted to advance the sheath into the femoral vein over a 0.035 wire but was not successful, as the tip of the sheath did not pass through the skin. Upon inspection, the distal end of the device was observed to be damaged and split. The delivery sheath inspected for damage, kinks, or obstructions prior to use and the device properly flushed and prepared according to the IFU before attempting delivery. The procedure was subsequently completed using a new 14f amplatzer amulet delivery sheath. The patient remained hemodynamically stable throughout, and there was no clinically significant procedural delay or adverse patient effect.

Manufacturer narrative:
The device is expected to return for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.